Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous fluid and insulin drip however declined to trouble shoot for hyperglycemia. There was no indication that auto mode feature was active at the time of the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intra venous fluid and insulin drip however declined to trouble shoot for hyperglycemia. It was not confirmed that the customer was using auto mode feature on insulin pump or not. The insulin pump will not be returned for analysis.